Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged a pump casing issue with moisture in the battery compartment. The patient discontinued pump use, and alleges that as a consequence of being without the pump, was hospitalized with diabetic ketoacidosis (dka). Blood glucose (bg) was 600mg/dl with nausea, vomiting, and unspecified ketones. Treatment included IV fliuds. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit and the patient developed dka.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 11/07/2016 with the following results: battery compartment is cracked on the side at the threads & cracked above & below the bumper pad. Corrosion observed inside battery compartment. Returned battery cap has stripped threads; test cap used for testing. Base crack observed between case seal and keypad. The last basal delivery and the last bolus delivery were on (B)(6) 2016. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Leak test fails due to battery compartment leak & damage to pump case leak. Removed pump cover; evidence of internal moisture was found on the pcb & internal components. The display screen has a pinkish contrast. Keypad is torn at the down key. All keys are responsive. Removed keypad cover, no contamination was found under the key contacts. (B)(4).